Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath. The patient experienced st elevation during the procedure. The cryoablation procedure was completed and ECG at the end of procedure was normal.

Manufacturer narrative:
Product event summary: bin files have not been returned for analysis at the time of initial review. Flexcath advance visually inspected and functionally tested. Results of investigation: the product returned matched the device referenced in the complaint record. Product was shipped in a biohazard kit and received in proper condition. Visual inspection of flexcath advance sheath 4fc12 / (B)(4)showed the device was intact with no apparent issues. Air aspiration was not reproduced even with/ without catheter/dilator inside the sheath. The reported issue (valve issue) has not been confirmed through testing. Dissection showed the hemostatic valve was not leaking, but a shaft breach was found inside the handle at the distal end of guide rod. Signs of adhesive were also found on the shaft inside the handle. Final resolution: flexcath advance 4fc12 / (B)(4) failed the returned product inspection due to a shaft breach inside the handle. St elevation is a known clinical issue encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.